Event description:
The reporter stated that the tubing and drip chamber had become disconnected. No patient injury or treatment associated with this event. This was reported by hospital to medex medical.